Event description:
It was reported that during an ipg revision on (B)(6) 2025 [related manufacturer reference number: 1627487-2025-05184], the leads were accidentally removed. As a result, the leads were replaced to resolve the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.